Event description:
It was reported that balloon rupture occurred. The patient was being treated for percutaneous arterial stent implantation. The 80% stenosed target lesion was located in internal carotid artery c1 segment. A 5.0mm x 30mm x 135cm sterling balloon catheter was used for dilation. However, the balloon was found to be flattened in shape and ruptured after removal of the device. The procedure was completed with another of same device. No patient complications were reported, and the patient was stable post-procedure.

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a sterling balloon catheter. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual examination revealed no damages. Microscopic examination revealed a pinhole in the balloon 15mm from the tip. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that balloon rupture occurred. The patient was being treated for percutaneous arterial stent implantation. The 80% stenosed target lesion was located in internal carotid artery c1 segment. A 5.0mm x 30mm x 135cm sterling balloon catheter was used for dilation. However, the balloon was found to be flattened in shape and ruptured after removal of the device. The procedure was completed with another of same device. No patient complications were reported, and the patient was stable post-procedure.